Event description:
During routine testing of the device at the service center, the user reported, the monitor displayed both "f133" and "f233" error codes upon start up. The monitor was originally returned for repair of an arterial standard reference sensor for failure when the error codes were found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.